Manufacturer narrative:
The company service representative examined the system and confirmed that the aberrometer fell from the microscope, which resulted in a loose optic. The aberrometer was replaced. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The aberrometer is mounted underneath the microscope via female/male dovetail that enables the aberrometer to the removed and replaced onto the microscope per the customer¿s preference. Thus, it is likely that the aberrometer falling was a result of the customer handling. However, with the information provided, this is unable to be determined conclusively. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that the aberrometer fell off the microscope. A loose optic was reported. A new aberrometer will be ordered.